Event description:
It was reported that the patient developed hematoma and some pocket erosion post new device implant. The pocket was revised and the hematoma was evacuated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.